Event description:
(B)(4). Same case as MFR ID # 2134265-2010-05106. Same patient as MFR ID# 2134265-2010-02390. It was reported that post a stenting treatment procedure, thrombosis occurred. The patient presented with a q-wave myocardial infarction. Cardiac catheterization revealed two culprit lesions. A 90% stenosed and 40mm long target lesion was located in the non calcified and non tortuous proximal to mid left anterior descending coronary artery with a reference vessel diameter of 2.75mm. The lesion was predilated with a 3.0x20mm balloon at a maximum pressure of 8 atm and the 2.75x38mm taxus liberte stent was implanted followed by post dilation with a 3.0x20mm non-compliant balloon to a maximum pressure of 20 atm. It was reported that there was 0% residual stenosis. However, post-stent deployment intravascular ultrasound (ivus) revealed stent under-expansion which was treated with additional post dilations with a non-compliant balloon resulting in optimal final stent deployment. The second target lesion which was 99% stenosed and 18mm was located in the first obtuse marginal (om1) artery with a reference vessel diameter of 2.5mm. It was treated with predilation and placement of a 2.5x20mm taxus liberte stent resulting in 0% residual stenosis. At 121 days post index procedure, the patient was admitted to the hospital due to progressive angina and a markedly abnormal exercise treadmill test with myocardial perfusion study. Cardiac catheterization performed 7 days later revealed a 98-99% thrombotic stenosis just proximal to previously placed study stent in the lad, though the stent was patent. There was also 70% stenosis proximal to the critical stenosis though the origin and proximal vessel remained patent. In the left circumflex (lcx), there was 95-99% stenosis just proximal to previously placed study stent, however, the stent remained patent. The proximal lad stenosis was treated first. An attempt was made to cross with a choice floppy wire, but it would not easily manipulate through the stenosis in the distal vessel. So a 2.5mm maverick balloon was used to perform initial inflations and an unknown long extra support wire was used to cross. Ivus was then done which confirmed that there was no in stent restenosis of the lad, but that just prior to the stent there was a bulky concentric plaque. This was treated with placement of a 3.0x16mm taxus liberte stent positioned almost to the origin of the lad but not into the left main with the distal end of the stent just before the origin of the diagonal branch. Post-dilatations were performed and ivus confirmed the stent was fully deployed with excellent diameter and luminal area. Final angiogram showed the vessel to be 100% patent and the origin of the diagonal was well maintained. Attention was then turned to the lcx which was first treated with pre-dilatation. Ivus was then performed which showed a widely patent study stent with critical stenosis just proximal to this stent. A 3.0x20mm taxus liberte stent was then deployed in the om1, extending back to the proximal lcx. Post-dilation was performed and final angiogram showed 100% patency with excellent results. The event was considered resolved without residual effects and the patient was discharged 1 day later on aspirin and prasugrel. It is the opinion of the physician that this event is unrelated to the taxus liberte stents.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).